Event description:
It was reported that during set up / inspection for use, the subject flex video scope device gave an e216 error. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion on the inside of the scope. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: likely the result of stress and wear of the device. Olympus will continue to monitor field performance for this device.